Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during induction testing, the right ventricular (rv) lead was found to have r-wave undersensing causing the implantable cardioverter defibrillator (ICD) detection criteria to withhold therapy for extra beats. The patient was subjected to delayed ventricular tachycardia (vt)/ventricular fibrillation (vf) therapy due to the ICD detection criteria withholding. The ICD was removed and the rv lead was partially removed with the rest capped remaining in the patient. A new ICD and rv lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.